Event description:
A customer reported experiencing multiple issues with their device, including a complete battery loss within 24 hours, unresponsive touchscreen, and damage in the usb port. There was no adverse impact to the customer's blood glucose level. The customer declined any follow-up actions from technical support. No additional outcomes were provided regarding the event.